Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021 it was reported that, when the physician opened the package, the stent was broken. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Medical device problem code a0401 captures the reportable event of stent break. The returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent was not broken, it did not have any visual issue/damage. The delivery system was not returned for analysis. No other issues with the device were noted. The reported event was not confirmed. Based on product analysis, and all compiled information, the most probable cause of this event is no problem detected since the complaint included a returned device which showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021 it was reported that, when the physician opened the package, the stent was broken. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.